Manufacturer narrative:
According to the customer, there is a burning smell coming from the bed. The customer stated, "it started sparking and then you will smell the burning smell". The customer stated they unplugged the bed and said this happened while her mother was in the bed but there was no reported injury or fall. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, there is a burning smell coming from the bed. The customer stated, "it started sparking and then you will smell the burning smell".